Event description:
It was observed that during the device evaluation, the video system center exhibited image failure, the presence of dust inside the unit, and receptacle pins with rubber parts that were restricting insertion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunctions "receptacle pins have rubber part which is restricting to insert" and " dust inside the patient "could not be determined. In addition, based on the results of the investigation, it is likely the following led to the malfunction "image failure": image failure occurred due to a faulty patient board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.